Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels. Bg value not provided. Bg cause was unknown. Bg was addressed via a correction bolus, and a manual injection. A system check was performed, and it was found that the customer was using cold insulin within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.